Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been determined to be use error. The instrument logs indicate that there was too much tissue in the jaws of the instrument during sealing attempts. The video of this event shows that the surgeon was prompted to regrasp the tissue because there was too much in the jaws. The vessel sealer extend user manual states: ¿warning: do not cut thick tissue bundles larger than the instrument's indications for use, as sealing and/or transection may be compromised or the instrument blade may become exposed. Skeletonize large tissue bundles whenever possible.¿ a follow-up MDR will be submitted if additional information is obtained. An isi failure analysis engineer reviewed the vessel sealer logs for both vse instruments used during this procedure and the following information was provided: the two vse's used during this procedure were identified as batch/ lot number: l92210210-0118 and l92210210-0082. After reviewing the logs, it is believed that vse l92210210-0118 was used during this event. "It¿s not certain, but from the events seen in the video, -0118 was most likely the instrument that experienced the event. At 0:12 in the video, you can see the message ¿release and then regrasp tissue. There is too much tissue between the jaws¿ when the surgeon tries to cut the tissue. This message is recorded as ¿jaw_angle_open¿ on the dsp logs, which is recorded at 17:21:56 and 17:21:57 with instrument -0118. This error occurs because the system detects the jaws are too far open to allow for cutting (smartcut), likely because the surgeon has too much tissue between the jaws. In terms of the logs, nothing was recorded that would suggest an instrument failure. The above mentioned ¿jaw angle open¿ messages were the only errors recorded in the dsp logs. As mentioned above, the message occurs because the system detected the jaws were too far open when cutting was requested by the surgeon (cutting with too much tissue in the jaws). In the e-100 logs, the only messages recorded were 6 total ¿high initial starting impedance¿ messages (5 with -0118, 1 with -0082), which indicate the impedance of the tissue between the jaws was higher than anticipated by the generator. This message does not suggest an instrument malfunction, and is usually triggered by sealing over already desiccated tissue or sealing with too much tissue in the jaws." A review of the system logs for the procedure date of (B)(6) 2021 has been performed by an isi post market surveillance specialist and the following was observed: no relevant errors were observed during this procedure. The two vessel sealer extends used during this procedure are single use instruments and therefore were not reused in subsequent procedures. A video of this event was provided by the customer and reviewed by an isi clinical development engineer (cde) and the following information was provided: the surgeon used the vse seal function to cauterize and cut a fatty tissue bundle. During use, armpod messages notify the surgeon to ensure that an appropriate amount of tissue is within the jaws, and that the seal cycle was incomplete. There was no audio with this video so vse audible tones are not able to be confirmed. The surgeon continued to seal and cut the fatty tissue bundle until they transect a vessel within the tissue bundle. The surgical field starts to fill with blood from the vessel while the surgeon attempts to grasp and apply more seal energy to stop the bleed; however, because the vessel was not skeletonized, the surgeon needed to attempt multiple times to both ends of the transected vessel. A suction irrigator is used by an assist to help clean up the blood and allow the surgeon to visualize the vessel. It is unclear if the bleeding was stopped in the video or if the video stopped before it could be shown. The cde stated that they did not observe any issues with the vse instrument and that they would attribute this event to attempting to seal tissue that was too thick for the instrument jaws. This event is being reported due to the following conclusion: during a da vinci-assisted procedure, the patient lost blood due to a vessel bleeding after being insufficiently sealed then cut by a vse instrument. The cause of the bleeding has been determined to be use error of the vessel sealer extend instrument. It is unknown at this time how the bleeding was ultimately controlled and how much blood was lost due to this event. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a vessel was insufficiently sealed by a vessel sealer extend (vse) and then cut causing bleeding. The surgeon was able to reseal with the same instrument. The event reportedly caused blood loss and added more time to the procedure length. The procedure was completed robotically. On 05-oct-2021, the intuitive surgical inc. (Isi) clinical sales representative (csr) was contacted and additional information was obtained: the csr asked the customer for the vessel sealer extend used during this event but the customer said they are not able to return the instrument.